Manufacturer narrative:
(B)(4).

Event description:
It was reported that out of range, high voltage lead impedance was observed on the lead. All other electrical measurements were stable and in-range. Lead testing recommended. No further information.